Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient demonstrated a deterioration of hearing performance with the device and refused to wear the audio processor since (B)(6) 2016.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been scheduled yet.

Event description:
The patient demonstrated a deterioration of hearing performance with the device and refused to wear the audio processor since (B)(6) 2016. Despite requested, no further information regarding patient outcome could be obtained